Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in australia it was reported that patient experienced infusion set detachment due to tape not sticking caused by humidity event on (B)(6) 2025. The patient was subsequently admitted to the hospital on (B)(6) 2025, with a length of hospitalization for four nights, due to high blood glucose level. The patient's blood glucose level when admitted to hospital was 20 mmol. During hospitalization, the patient was treated with manual injections to treat hyperglycemia, and patient was on psychiatric drugs. Patient was found positive for ketones level and ketones level were found to be life threatening at the time of the event. No further information available.